Manufacturer narrative:
Eval summary: cause cannot be definitively determined. No prod was returned. Review of the device history records was also not possible as the prod and/or lot numbers required for retrieval were unavailable. It is not suspected that the prod failed to meet specs. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the devices were implanted in 2001. Pt presented with instability (medial/lateral) in 2007. Revision surgery occurred in 2008.